Manufacturer narrative:
The device was returned to an olympus service center for evaluation. The inspection and testing of the device could not confirm the reported issues (no image and error message). However, service observed several device components were scratched, demonstrating wear and damage due to external factors. The angulation lock wasn¿t working, and the lock lever was discolored. The video connector was damaged, and the light guide connector and universal cord were scratched. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported the image was not displayed, the image could not be restored, and an error code appeared on the screen of the subject device. There was no report of patient or user harm due to the event. Additional details were requested regarding the reported event but were not available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the defect of the sensor unit or failure of the internal board of the video connector or the system caused the suggested event. Olympus will continue to monitor field performance for this device.